Event description:
It was reported that the patient was experiencing a driveline communication fault which resolved with exchange of the patient's modular cable. It was noted there was extensive damage to the patient's percutaneous lead with one section looking particularly distressed under x-ray. Log files were submitted for review and confirmed the driveline communication faults which resolved with the modular cable and system controller exchange.

Manufacturer narrative:
Section a2: patient age was requested but not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section a2: patient age was requested but not provided. Previously provided age was at time of implant. Section d6a: date of implant corrected manufacturer's investigation conclusion: review of the submitted images confirmed the reported damage to the patient¿s driveline; however, a specific cause for the reported damage could not be conclusively determined through this evaluation. The account submitted a photograph and an x-ray image for review. The photograph captured the external portion of the pump cable wrapped in rescue tape and damage to the outer jacket near the patient's exit site. The extent of the damage could not be confirmed due to the pump cable being wrapped in rescue tape. The outer jacket and inline connector bend relief of the pump cable were observed to be discolored. The submitted x-ray photo captured the external portion of the pump cable with an area of suspected driveline compromise. Review of the submitted log files showed the pump operating as intended. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related events reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, heartmate 3 patient handbook, are currently available. The heartmate 3 IFU section 5, entitled ¿surgical procedures¿ and section 6, entitled ¿patient care and management¿ caution user to avoid twists, kinks, or sharp bends in the driveline. The heartmate 3 IFU, section f, entitled ¿safety checklists¿ instructs users to inspect the driveline for damage daily. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.